Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient¿s hospitalization for hypokalemia and the liberty cycler. Additionally there were no reported malfunctions against the cycler. There is a temporal relationship between the pd therapy and the hypokalemia. It is unknown if the patient had any comorbidities, concomitant medications or other related factors that contributed to the hypokalemia, such as diet. Hypokalemia is a common occurrence in patients on pd therapy with several compounding factors.

Event description:
A peritoneal dialysis (pd) patient¿s contact called regarding a noise issue on the cycler and during the call reported that the patient was currently in the hospital and not utilizing their cycler at that time. During follow up to the peritoneal dialysis registered nurse on (B)(6) 2017 it was discovered that the patient was hospitalized for hypokalemia on (B)(6) 2017, levels and symptoms unknown. The patient was prescribed and treated with potassium supplements (type, route, dose, strength and duration unknown) and has recovered. The patient continued pd therapy while hospitalized (unknown if fresenius products used) and did not miss any treatment. The patient was discharged on (B)(6) 2017 and continues pd therapy on the liberty cycler with no reported issues.